Manufacturer narrative:
Based on the information provided, there is no indication that da vinci system, instrument, or accessory issue caused or contributed to the planned conversion to open surgery during the procedure.

Event description:
It was reported that during a da vinci-assisted total gastrectomy procedure, the customer converted the case to open surgery as initially planned due to an unspecified patient anatomy issue. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the customer had planned to return to using the da vinci surgical system after completing the open portion of the case. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.